Event description:
It was reported that during a vena cava filter placement procedure, filter deployment issues occurred. Upon deployment of a greenfield stainless steel filter in the vena cava, some of the legs did not open properly and appeared crossed. No further action was taken and the filter remained implanted. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).